Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The suture string and fractured anchor were returned off the insertion device. The anchor is fractured below the suture window into two pieces. The proximal portion of the anchor is also fractured from the distal to the proximal end. All returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified and a material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the twinfix ultra screw broke. All the broken pieces were successfully removed by tweezers. The patient´s bone quality was hard. The procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void left in the patient. Non-significant delay or further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix ultra screw broke. All the broken pieces were successfully removed by tweezers. The procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void left in the patient. Non-significant delay or further complications were reported.